Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker exhibited noise over-sensing which resulted in pacing inhibition. Review of pacemaker data indicated that the magnetic resonance imaging (MRI) mode was not enabled during the time the patient underwent an MRI scan. No intervention was performed. Patient status was not reported.